Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). A customer reported receiving a system message multiple times throughout the surgery day. The system was rebooted to complete the case. There was no pt injury reported.

Manufacturer narrative:
A company service rep examined the system and confirmed the system message multiple times in the event log. The fluidics module was replaced and calibration was confirmed. The system was then tested and met all product specs. A sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).